Event description:
Report received of a pt death. The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after a diagnostic procedure via the right common femoral artery. The pt's pulses were reported to be 1+ peripherally prior to the procedure. Contrast was used to confirm arteriotomy placement in the right common femoral artery. Vessel size was determined to be 8 mm in size. It was reported that mark was achieved, the needles were delivered and the sutures captured without difficulty. The foot was parked and the device was removed. Hemostasis was achieved and the pt's pulses were reported to be 1+ peripherally post procedure. The venous sheath remained in place and the pt was transferred to a room. Approximately 4 to 5 hours later during a routine examination, the registered nurse noted that the pt was without a peripheral pulse and exhibited mottling of the right leg. The pt was treated with integrilin and a 20,000 unit bolus of heparin. The pt was taken to the cath lab for an angiogram via the left groin. There was no flow visualized in the superficial femoral artery. A clot was visualized and narrowing of the right common femoral artery was noted. Multiple attempts were made to balloon the clot and restore flow to the artery. Eventually, increased flow was seen to the common femoral artery but another clot was noticed occluding the artery distal to the knee. Angio jet was attempted to remove the clot, but was unsuccessful. A peripheral stent was then placed proximal to the knee. An angiogram showed blood flow to the superficial femoral artery, but a clot was still present. At the end of the procedure, the pt required intubation and was transferred to the coronary care unit with the sheaths still in place. It was reported that within one hour of the transfer to the coronary care unit, the pt expired. The physician stated that the pt developed a clotting disorder during the procedure and it was not related to the perclose a-t device.